Manufacturer narrative:
As per further investigation, bad was switched from the 29th august, 2023 to the 28th august, 2023.

Event description:
It was reported to philips that the device cannot recognize the external paddle. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.